Event description:
The customer reported via phone call that they were hospitalized for 3 days as they experienced hyperglycemia and diabetes ketoacidosis. Blood glucose level was 644 mg/dl. Customer had symptoms of confusion, extremely pain, dizziness, fuzzy vision, customer treated high blood glucose with insulin drip. Unknown if insulin pump was been used on auto mode. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.